Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacture dates and expiration dates. Ifuse implant, p/n 7045-90, lot# 7663002664004, manufactured 06/06/11, expires 2014-07 (x2); ifuse implant, p/n 7055-90, lot# 7628002578006, expires 2014-06.

Event description:
After a year of pain relief, the surgeon removed two of the three previously placed implants due to later complaints of pain. The remaining original implant was left in place.

Manufacturer narrative:
Per engineering evaluation dated 06/30/2014: "because the returned ifuse implants do not appear to be damaged in any way, the need for removal does not appear to be implant failure."